Event description:
It was reported that during an attempted implant, high pacing lead impedance and no capture were observed. Lead was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomaly was found.